Event description:
Our malem bedwetting alarm uses 2 aaa batteries. We inserted batteries in the alarm unit and set it up at night. My daughter was wearing the alarm at 9pm pst and she went to bed. About 30 minutes ago at 11:30pm, the alarm started acting up and batteries leaked out of the alarm onto my daughter's clothing. I was quick to notice it as we sleep in the same room and quickly pulled the alarm off from her. The battery continued to leak out for next 2-3 minutes. The alarm has heated significantly. It is not a battery defect, but an alarm issue. Either the alarm is shorting the batteries out or the alarm has some other mechanics that is failing. Either way, this is a problem.